Manufacturer narrative:
(B)(4). Corrections: it was reported that the device was not returned for analysis. Subsequently, the device was returned for evaluation. Evaluation summary: visual and functional inspections were performed on the returned device. The reported leak was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during inflation of the 2.0mmx200mmx150cm armada 14 balloon dilatation catheter (bdc) the balloon could not hold pressure, and a leak was noted in the distal portion, at the guide wire exit notch. The device was removed and an unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis; however, the device was not returned. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.